Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor would not power up. The cause for the power up failure was a defective u1 component. U1 is a switching regulator. The root cause for the u1 failure could not be positively identified. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.